Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, there were no power interruptions observed in the black box download. The battery compartment was found to be cracked. The battery cap was stripped and the battery cap was unable to maintain electrical connection. The power loss and reboots were duplicated. The battery cap contacts were within specification. A test battery cap was used for testing purposes. A test cap attached securely to the pump. The pump was exercised for 24 hours with a test with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.